Manufacturer narrative:
(B)(4). Results: severe calcification, previously deployed stent has most likely contributed to the difficulties experienced during the procedure. Conclusion: severe calcification, previously deployed stent has most likely contributed to the difficulties experienced during the procedure.

Event description:
Physician was using two sprinter legend devices (3.0 x 20mm and 2.5 x 15mm) as part of a kissing balloon technique. The physician reported that it was difficult to advance the 3.0 x 20mm balloon possibly due to calcification in the vessel and that the shaft broke outside of the patient. It was also reported that the 2.5 x 15mm sprint legend device was difficult to remove from the patient. No patient injury occurred or clinical sequelae were reported. (Ref MFR # 9612164-2011-01753, 9612164-2011-01754).

Event description:
Device evaluation: the balloon had been inflated. The hypotube was kinked. The transition shaft was stretched measuring 25.5cm. Specification = 12.5-13cm. The distal tip was damaged. Cine evaluation: procedural images show the isr in the lad and ostium of d1. Severe calcification is evident. (Ref MFR 9612164-2011-01753, 9612164-2011-01754).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.